Event description:
It was reported by the patient's mother that she thinks the cannula from the old site, discontinued on july 21, 2020, remained in the skin. No medical or surgical intervention was reported.

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unknown. A product sample was received for evaluation. Visual testing was performed. Visual inspection found cannula detached, the complaint is confirmed. The root cause of the reported issue was found to be that the molding process, including the parameter range, used to mold cannulas at confluent supplier will be changed in order to consistently produce good parts. A corrective and preventive action (CAPA) was opened to address this issue. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.